Event description:
It was reported that pump experienced a malfunction with a displayed malfunction code, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset with no recurrence of the malfunction, and was advised to continue using pump and to call back if any malfunction code appeared again.